Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that the skin became irritated and there was a ring around the sensor. When the sensor was removed, some skin was pulled off. The affected area appeared rough and irritated, with blood spots on the surface. The reaction was cleaned with an alcohol wipe, which burned the irritated skin, and treated with neosporin and cortisol. On (B)(6) 2018 the patient spoke to a physician assistant for treatment recommendations, however no medication was prescribed. The physician assistant recommended the patient contact dexcom. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.